Event description:
The hosp reported that during a coronary artery bypass procedure, the heartstring iii seal was bent and the loading buttons could not roll the seal. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Investigation results: the device was returned to the factory for eval. It showed signs of clinical usage. There was no evidence of blood on the device. The delivery device was returned inside the loading device. The seal was inside the loading device, under the window. The seal was bent and cracked along the eighth row from the center. The safety lock and white plunger were not depressed on the delivery device. Based upon the eval results, the reported complaint was confirmed for "failure to load" and "cracked seal". (B)(4).